Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left vertebral artery using a pod400 coil, non-penumbra coils, a non-penumbra microcatheter, and a non-penumbra catheter. During the procedure, the physician placed two non-penumbra coils in the target location using the microcatheter. Next, while advancing a pod400 into the target location using the microcatheter, it was reported that the physician pulled back after the pod400 was partially advanced into the artery. Consequently, the pod400 had unintentionally detached inside the microcatheter. Therefore, the physician advanced the catheter over the microcatheter and detached pod400 and removed the catheter, microcatheter and detached pod400 together as a unit. The physician performed an angiogram and was satisfied with the packing density and ended the procedure at this point. There was no report of an adverse effect to the patient.